Manufacturer narrative:
D10: a10012 - gps implant kit v2. 300-30-06 - equinoxe preserve stem 6mm. 320-15-04 - rs glenoid plate r post aug, 8 deg, right. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 315-35-00 - glnd kwire. 531-20-00 - shldr gps rvrs drill kit. 315-35-00 - glnd kwire. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. 531-78-20 - shouldr gps hex pins kit. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. 320-15-05 - eq rev locking screw. 320-20-00 - eq reverse torque defining screw kit. 320-01-42 - equinoxe reverse 42mm glenosphere. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 51 yo male patient who had an initial right reverse tsa utilizing gps, underwent a revision procedure approximately 5 years 3 months post the initial procedure. The patient reported their shoulder dislocated while they attempted to wash their hands. They visited the surgeon due to pain in the shoulder. The surgeon concluded that the humeral liner was dislocated after examination and imaging. Prior, the patient had received a PICC line post procedure due to multiple strains of bacteria, including the breakdown of polyethylene confirmed via culture obtained intra-operatively. It was also indicated they were hospitalized due to infection in their shoulder. They were on IV antibiotics and then on oral antibiotics for at least 6 months to a year. Revision was subsequently performed at which time the poly was observed to be substantially degraded. It was stated that the implant degraded after initial implant and was suspected to be due to oxidation from recalled packaging. The prosthesis and tray were revised. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. Clinically, the patient is doing fine. The revised prosthesis is performing as expected. X-rays were provided. The explanted devices are not available for return as the surgeon kept them. Device images were provided. No further information. This is 1 of 3 reports for this incident.